Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer alleging possible insulin pump under delivery because customer had high blood glucose with the insulin pump. The customer¿s blood glucose level was 350 mg/dl. The customer was treated with injections. The customer also reported that they experienced high blood glucose level due to cannula was bent. The insulin pump will not be returned for analysis.